Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was not further described. On an unreported date, the patient began treatment for the event with unspecified antibiotics intraperitoneally (doses, frequencies and durations were not reported). It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was not recovered and dianeal therapies were ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.